Event description:
It was reported that the patient was successfully implanted with a dual chamber pacing system. X-ray imaging was performed on the next day of implant and it came out normal. However, next day the patient was presented to the emergency room (ER) due to chest pain. A perforation to the heart wall was noted resulting in a pericardial effusion and the sternotomy procedure began. During the procedure, this rv lead was protruding outside the heart. When the cardiac surgeon removed the lead, the ra lead tip electrode was also visible from outside of the heart though it was not protruding. Subsequently, both leads were explanted and replaced with new leads. No additional patient adverse effects were reported. This lead is returned for analysis.

Event description:
It was reported that the patient was successfully implanted with a dual chamber pacing system. X-ray imaging was performed on the next day of implant and it came out normal. However, next day the patient was presented to the emergency room (ER) due to chest pain. A perforation to the heart wall was noted resulting in a pericardial effusion and the sternotomy procedure began. During the procedure, this rv lead was protruding outside the heart. When the cardiac surgeon removed the lead, the ra lead tip electrode was also visible from outside of the heart though it was not protruding. Subsequently, both leads were explanted and replaced with new leads. No additional patient adverse effects were reported. This lead is returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned intact. The setscrew marks were in the correct location on the terminal pin. There was dried bodily fluid within the helix housing. The tip of the helix was cut off and the was not returned. The helix housing tip was damaged along with the conductor coils, and the insulation over the helix housing has puncture holes - likely from some type of grabbing tool. Testing was completed to assess lead electrical performance.